Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 4, 2024. Upon further investigation of the reported event, the following information is new and/or changed: b5 (added describe event or problem) d4 (additional device information - added exp date) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information and device evaluation) h3 (device evaluated by manufacturer) h4 (device manufacture date) h6 (identification of evaluation codes 10, 3331, 213, 67) the returned sample was visually inspected upon receipt with no anomaly such as breakage. It was then leak tested after being rinsed and dried. The blood channel of the actual sample was filled with colored saline solution, and no leakage was found. The blood outlet port was blocked and air pressure of 2 kgf/cm2 was applied to the blood channel form the blood inlet port. No leakage was observed inside the housing at the gas-channel side. It is possible that there are unknown factors that contributed to the plasma leakage. However, a definitive root cause was unable to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Additional information received from the clinical specialist that states, based on the reviewed pump record and blood gases, it did not reveal any significant contributing factors to the plasma leak, other than that this complaint had a long pump run of 580 minutes. This case was a double lung transplant. The fx oxygenator is rated to 6 hours, and this case well exceeded the maximum rating time. The plasma leak was first noticed approximately 320 minutes into the pump run. The fio2 was consistently at 100 percent throughout the case. The po2 values were in the 300mmhg range initially, but then later dropped to less than 200mmhg as the plasma leak presented itself. The sweep rate of gas was at 3lpm initially, but then was required to increase up to 10lpm to adequately remove co2. The lowest act for the pump run was 484 seconds. The administration of heparin and maintenance of anticoagulation was clinically acceptable for the bypass run. The perfusionist made the correct decision in not changing the oxygenator out, as blood gas results for the pump run were clinically acceptable and not threatening to the patient's safety. No lipid drugs were administered on bypass by the perfusionist.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H3: 81 - evaluation is in progress, but not yet concluded.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there was a plasma leakage. As per the perfusionist, the case was for a double lung transplant, with a total of cardiopulmonary bypass (cpb) time of 580, and an average arterial pressure on bypass of 65. The oxygen - setting prior to leak was at 100% 3l/min. At around 320 minutes during procedure, the plasma leak was noted, and the oxygen function was noticeably diminished; with no intervention required. The oxygen function after the leak was at 100% 4-10 l/min, increased sweep over time. The patient received blood products prior and after the leak was noticed. The blood products received was not attributed to the leak, and there was no blood loss due to the leak. No lipid-based drug administered to the patient, except 3 hours prior to cardiopulmonary bypass (cpb). First two hours on cardiopulmonary bypass, the patient had plasmapheresis. *no known consequence or health impact to patient *product was not changed out *procedure was completed successfully.